Manufacturer narrative:
As of today, the lead is not available for analysis, therefore the lead itself could not be investigated. Should additional information or the product itself become available for analysis, the investigation will be updated. Update: the provided cardio report has been carefully analyzed. According to the cardio report the ventricular threshold was tested on (B)(6) 2016. A value of 3.5 v was measured. The threshold trend was not available for analysis. The provided iegms showed effective ventricular pacing.in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.

Manufacturer narrative:
As of today, the lead is not available for analysis, therefore the lead itself could not be investigated. Should additional information or the product itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the patient with this lead went blind and had a pet scan for blindness diagnosis. Due to blindness, the patient fell, sometime in april or (B)(6) 2016. Upon interrogation and follow-up on (B)(6) 2016 there was failure of ventricular capture, even at highest output. The ventricular lead impedances were normal. The patient was very unwell at time of clinic follow-up. The patient&#62688;pacemaker was explanted, the existing ventricular lead was capped, and new product was implanted on (B)(6) 2016. The pre-existing ventricular lead was not tested during device explant.